Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the error messages. The fse replaced substrate nozzle unit and wash probe, then checked alignments and substrate temperature. It was 38.8 degrees. Fse then upgraded software to 1.34. Customer had run mac controls and all came in range with no issues. Issue was always with br level 1 only. Ran customers controls for troponin. Controls for all levels in range. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was substrate nozzle unit.

Event description:
On (B)(6) 2016, a customer reported qc issues with their aia-360 analyzer. The customer is unable to run ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.